Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The reported event of premature battery depletion was not confirmed. A longevity calculation was performed based on the default parameter settings. The battery voltage was found to be within expected longevity performance. The power consumption of the device was measured and found to be normal. The automated electrical test detected no anomaly, and the device met all specifications.

Event description:
It was reported that the device's battery was rapidly depleting. The battery trend showed as normal but premature. The device was explanted.